Manufacturer narrative:
Initial and final MDR (B)(4). - MDR device 1 of 10.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an adhesive event with ten infusion sets which fell off during use after being used for 1 to 2 days. Patient's blood glucose level at the time of event was reported to be high therefore, patient used correction injection via mdi. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.